Manufacturer narrative:
The oasis is a 1.2 tesla open magnet. Hitachi service responded to the incident and confirmed that the oasis was manually quenched by the operator to remove the magnetic field and release the transport worker from the magnet. The site reported that both the technologist and the transport worker were trained in mr safety. The oasis scan room door was properly marked against entry with any ferrous materials. As of the date of this report, the site has confirmed that no complications or other injuries have been reported by the transport worker. There was a patient on the MRI table and the MRI technologist were in the room at the time of the incident but neither were injured. Hitachi field service restored the oasis MRI to normal operation on (B)(6) 2013.

Event description:
On (B)(6) 2013, (B)(6) hospital reported the following regarding the hitachi oasis open MRI system: "the MRI technologist was in scan room removing a patient from the table. A hospital employee assigned to assist with patient transportation (transporter), that has been trained by hospital, entered the scan room to assist with removing the patient from the table. The transporter was wearing an approximately 40lb weight vest under his scrub shirt. The transporter was pulled against the magnet when he approached due to ferrous material in the vest. The MRI technologist attempted to remove vest but could not get it or the transporter off the magnet. The MRI technologist stated the transporter was having trouble breathing so she proceeded to quench machine after she was unable to get additional assistance. The transporter did experience bruising around neck and shoulders. He was examined by a hospital physician, received CT scan of the c-spine, and was cleared by the by the doctor with no outstanding injuries other than surface bruising.